Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as open areas with light bleeding. The patient saw their doctor who did not have any recommendations. There is no indication of medical intervention. Follow up was completed and the patient reported the skin irritation had improved but was coming back.